Event description:
Patient stated that from (B)(6) 2020, 10 v-go's did not dispense insulin. Patient stated she experienced hyperglycemia during the days she did not feel the insulin being dispensed. Patient stated her normal blood glucose levels are between 100 and 250. Patient stated that during the reported days she recalled readings of at breakfast, near 4:30 am, her readings were in the 300?s and her lunch, near 11:30 am, her readings were shown as hi. Patient stated she felt sleepy, drowsy, not as active, sluggish & tired during those 10 days. Patient declined seeking hcp advice attempting to avoid being sent to the emergency room. Patient stated she minimized her meals and drank a lot of water. Patient stated the treatment did not provide full recovery.